Manufacturer narrative:
Concomitant product: 5076-45, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.